Event description:
My inspire implant for sleep apnea seems to have a short. Any time my right peck muscle moves, which is where the generator is located, the stimulation to the hypoglossal nerve cuts out and then starts over again. This started happening 2-3 weeks ago when I would lay on my right side, but now it happens if I move my arm or neck, tap lightly on my chest just above the stimulator, and just recently it cuts out when breathing. I notified my provider (B)(6) on 03/09/2025 and they notified inspire, but they have not provided a reply as of the 14th. In addition to this, the device has not worked properly since it was activated on (B)(6) 2023, and inspire has been unable to fix it. The stimulation pulse is activating on exhale rather than on inhale. I have provided video proof, had multiple sleep studies, and countless appointments, but it still has not been fixed. At this point I've lost all hope, and don't know what to do. I think the FDA needs to be aware of this, and hopefully assist getting inspire to provide corrective actions. Thank you - (B)(6).